Manufacturer narrative:
Device evaluated by MFR.: a promus premier select us mr 32 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage with struts from the proximal region lifted and pulled distally. The stent showed no signs of movement and was set between the proximal and distal markerbands. The undamaged stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 29mm in length, concentric, de novo target lesion with >= 90 degrees bend was located in the severely tortuous, moderately calcified, 2.50mm in diameter right coronary artery (rca). A 7fr guide catheter was used and engaged in rca coaxially, then a non-boston scientific guidewire crossed the lesion. Pre-dilation was performed using a 2 x 12 non-bsc balloon catheter, leaving 40% residual stenosis in the lesion. A 32 x 2.50 promus premier select drug-eluting stent was advanced but could not cross the lesion. The device was removed and pre-dilation was performed once again with the same 2mm balloon. However, when the device was taken, it was found that the stent strut was damaged. Another 32 x 2.50 promus premier select stent was advanced and deployed, and was post dilated with 2.75 x 12 nc balloon catheter and completed the procedure. There were no patient complications reported and the patient was stable post procedure.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 29mm in length, concentric, de novo target lesion with >= 90 degrees bend was located in the severely tortuous, moderately calcified, 2.50mm in diameter right coronary artery (rca). A 7fr guide catheter was used and engaged in rca coaxially, then a non-boston scientific guidewire crossed the lesion. Pre-dilation was performed using a 2 x 12 non-bsc balloon catheter, leaving 40% residual stenosis in the lesion. A 32 x 2.50 promus premier select drug-eluting stent was advanced but could not cross the lesion. The device was removed and pre-dilation was performed once again with the same 2mm balloon. However, when the device was taken, it was found that the stent strut was damaged. Another 32 x 2.50 promus premier select stent was advanced and deployed, and was post dilated with 2.75 x 12 nc balloon catheter and completed the procedure. There were no patient complications reported and the patient was stable post procedure.